Event description:
During a water soluble barium enema, there was a perforation of the pt's colon. During a retrospective review of this incident, finalized 5/24/99, it was determined that the root cause of the perforation was a clamp on the barium enema bag that did not hold in the closed position. The pt's condition has been stable since the incident.